Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material # 303393. Batch # 5065846. Verbatim: rcc received a complaint via email. Hello, we have received a quality complaint on product sold to our customer. Please contact the customer and on any future communication. Injuries or adverse event: no. Item: 303393. Quantity affected: (B)(4). Serial/lot number: n/a. Po: (B)(4). Are any samples available for return? Yes. Reported issue: the product in the boxes is different product than what the boxes read. The outside of the boxes say b-d303393 but b-d303392 are the syringes inside.

Manufacturer narrative:
Four hundred samples of 10ml twinpak syringes from material 303393, batch 5065846, were received and evaluated. All samples arrived sealed in four case boxes and were confirmed to contain 10ml syringes. However, the top web labeling on all packages incorrectly indicated 5ml. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence.